Event description:
Intended use: bact/alert® fn plus culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for the recovery and detection of anaerobic and facultative anaerobic microorganisms from blood and other normally sterile body fluids. Description of the issue: a customer in united states notified biomérieux of obtaining serratia marcescens false positives when using the bact/alert fn plus (plastic) (B)(4) btls - 410852 (lot# 0004064706 - expiration date: 28 dec 2026) in association with the bcid panel. It is understood that the incident is related to a blood culture sample collected via a peripheral venous blood draw from a patient with a known history of chronic kidney disease who was undergoing treatment with ampicillin at the time of sampling. The bcid test was performed immediately after the blood culture bottle flagged positive on the bact/alert virtuo system. It was reported by the customer that the bcid test result was communicated to the physician prior to the availability of subculture results. For this event, the following information was provided. The affected bottle, identified as nrc0x0x5, corresponded to patient 1 and was loaded into the virtuo instrument on (B)(6) 2026 at 19:30. The bottle flagged positive on (B)(6) 2026 at 04:19 and was removed from the instrument at the same time. The bcid panel results generated positive signals for enterobacterales, enterobacter cloacae complex, and serratia marcescens. The customer confirmed that there was no growth detected in either the gram stain or subculture for serratia marcescens for the patient sample. It is further understood that additional blood culture bottles were collected from the same patient on (B)(6) 2026 and remained negative at the time of data collection, at the time of the assessment, there is no indication or report from the customer that this event led to death, serious injury, or serious deterioration in the state of health for any patient the bact/alert bottle is a qualitative test, detecting the presence or absence of an organism. There is a possibility of the presence of nucleic acids from non-viable microorganisms in the media used in the bact/alert bottles. The presence of nucleic acids from non-viable microorganisms, alone, will not cause the bact/alert bottle to flag as positive for growth as the organism is not viable and cannot grow in the bottle. The physician should use all information available on the patient to interpret the biofire® filmarray® bcid2 panel results accordingly. The presence of contaminating nucleic acid from non-viable microorganisms in the media, not from the patient sample, is a possibility that must be considered when interpreting the biofire® filmarray® bcid2 panel results. The FDA has requested that events involving nucleic acid (dna) interference associated with blood culture bottles be systematically reported within the adverse event reporting framework. In alignment with FDA expectations and to ensure ongoing monitoring of product performance and patient safety, biomérieux considers these events as reportable within the vigilance system and requires appropriate documentation, evaluation, and escalation where necessary.